Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctors visit for the patient's site irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44 living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pods viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Customer reported experiencing irritation described to look like eczema. Pod site is swollen, dark red, has nickel size blisters with drainage and feels like a burn. Customer consulted with doctor and was prescribed mometasone furoate 0.1% cream. Pod worn longer than 48 hours.